Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state do not use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A pre-deployment angiogram was performed and the puncture site was noted as high. The angio-seal vip was deployed and the patient was discharged from the hospital. The next day the patient was found collapsed in her home and taken to the hospital. Her blood pressure was extremely low and a retroperitoneal bleed was diagnosed. The angio-seal was explanted.